Event description:
It was reported the pt experienced pain over the last 2 months, in the thoracic area, at the level of the catheter tip. An MRI ruled out a granuloma. The pt was scheduled for a revision in 2009. The physician pulled the catheter tip down 2 levels. The drug used in the pump was morphine 15 mg/ml at 1.25 mg/day. The pt's "normal" pain was otherwise well controlled.